Manufacturer narrative:
(B)(4).

Event description:
Procedure: mastectomy/immediate breast reconstruction. According to the reporter: pt was admitted from clinic with redness on lower pole of breast. Underwent surgery and breast was washed out, implant and product removed because it had allegedly torn down the middle. New piece of product was used and new implant used. Pt had a 2nd operation resulting in unnecessary tissue damage. Pt is in recovery.